Event description:
Registered nurse reported that the pt was found in bed with the venous adaptor missing. Adaptor found at bedside with piece of tesio catheter sheered off evenly at blue line. Blood noted on right chest wall. Pt is currently confused and combative.